Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol(B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "top layer of skin came off when she removed the wafer after 1.5 days wear time when skin became itchy. Top layer of skin came off up to one quarter inch border around stoma. Used adhesive removal wipes to remove wafer. Issue resolved when using stomahesive powder and skin protector wipes."